Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that the needle was blocked not allowing for insulin to be drawn from the vial. Event description per email states: caller reported needle had some blockage as he had problem taking insulin out from the vial. Customer reported he changed the needle. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot # - unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge with the new needle and same syringe. No further follow up is required. Cts to send replacement.